Manufacturer narrative:
(B)(4). The customer called the philips (B)(4) response center (rc) to report an issue with this intellivue x2. Per the customer, the x2 was used to monitor ECG on a not further described pt on (B)(6) 2011. Users noted that ECG and spo2 retrieved pulse rates different for this pt. It is not known if spo2 was measured with the same x2, or through a different mean of monitoring. ECG showed "between 70-95 beats/min" while "the actual frequency was 35-47 beats/min" (likely retrieved through spo2). It is considered that this report represents an incident where pt suffered from a bradycardiac condition and issue supposedly was not noted immediately. The pt condition, along with the supposedly incorrect readings and the potential delay in treatment pose a possible health risk. Further investigation of provided pt strips revealed that this pt had large t waves that were being counted as qrs beats, causing a double counting of the ECG. The local response center explained this to the customer. This issue was due both to an unusual pt ECG and to lead placement and selection. There was no device malfunction. Device labeling (instruction for use) adequately describes the need for optimal lead placement and the need for lead selection and correct lead placement. No further investigation or action is warranted.

Event description:
The customer called the philips (B)(4) response center (rc) to report an issue with this intellivue x2. Per the customer, the x2 was used to monitor ECG on a not further described pt on (B)(6) 2011.